Event description:
The student reported that when he was using the edwards co-set closed injectate delivery system for room temperature injectate to perform a cardiac output test, the device leaked severely around the barrel of the syringe putting the patient at risk for air in the line and/or contamination of the system. He removed the faulty set and replaced it with another one of the same lot number. The replacement worked without problems.